Event description:
The manufacturer received information alleging a ventilator would not heat up and then turns itself off. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint of the device turning off was unable to be duplicated. Confirmation of the device not heating up and secondary findings of blower contamination were observed. The unit was replaced and scrapped.